Manufacturer narrative:
Device evaluated by MFR: as the unit has not been returned, a technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure a balloon rupture occurred. A non-bsc sheath and guide wire were placed to access the target lesion. The 90% stenosed target lesion was located in a severely tortuous and calcified unknown anatomy location. A 6.0x40/40 4f sterling otw balloon catheter burst on the 6th inflation at a pressure of 14atm. The procedure was completed with this device, no patient complications were reported and the patient's condition is good.